Event description:
Philips received a report that the patient experienced a burn/blister on his lower leg above the ankle with an oblong purple colored burn with a center section which appears to have been a fluid filled blister. During the scan the patent's skin directly contacted the coil cable and suffered burns. It was reported the patient underwent unspecified burn treatment and the physician reports that the patient's recovery from the burns is going relatively well. Specific information about the burn treatment was not provided.

Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. Based on the information above, it was concluded, that the patient´s rf burn (second degree burn) at the right lower leg occurred due to contact to the coil cable. The coil cable is placed directly on the patient's leg without any separation in between. Contributing factors to this incident are as follows: 3 scans with high sar values (>2 w/kg at 3.89 w/kg) were executed. High sar scans are a bigger challenge for the cool down mechanism than low sar scans. A sheet of blanket covered the patient which hindered the heat dissipation.